Manufacturer narrative:
An analysis was performed and the results are as follows: the spectra cylinder was visually inspected and functionally tested. The cylinder performed within specifications.

Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to right distal cylinder erosion. No further patient complications reported in relation to this event.